Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted the device was received unopened and in the original shipping package.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a gray bar estimator prior to use. There was no patient involvement.